Event description:
It has been reported to us that the inner liner of the aspiration catheter separated during use. The patient is not doing well but the physician did not feel the condition of the patient was due to the device failure. The account asked for confirmation that there were no missing components or material missing from the catheter. The account was contacted for additional information. Based upon photos provided by the customer, we were able to determine the device was our aspiration catheter and that there are no components missing. Further investigation into root cause is ongoing at this time.

Manufacturer narrative:
Conclusion: evaluation is currently being performed on the returned device. Once the evaluation is completed a follow- up medwatch report will be submitted.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. Results: the actual device used during the case was returned and evaluated. Visual examination of the returned aspiration catheter revealed that the extension line is attached to the aspiration catheter. There is severe kinking at 27, 27.5 and 31.5cm from the strain relief. There is also a kink at 116cm from the strain relief. The duel lumen is torn away from the catheter shaft in a distal direction stopping 1.5cm from the tip. There are no indication of white stress marks on the wire lumen. The micro lumen itself is not torn away but was pulled away from the aspiration catheter shaft. The tip is intact and the marker band is present. The remaining intact dual lumen was measured and indicates that the device is within manufacturer specifications. An in-house .014 inch wire was inserted in the wire lumen and no abnormal resistance was felt as the wire lumen was straightened out for inspection for damage. There are no tears in the wire lumen as it appears to have been lifted from the main catheter shaft. Attempts to stress the remaining dual lumen was unsuccessful as it held together showing good adhesion between the two lumens. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for torn wire lumen. The wire lumen lifted and was torn away from the catheter shaft. The analysis is complete as of (B)(4) 2012.